Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The device passed all tests according to manufacturer specifications. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a failed oxygen sensor calibration, while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injury as a result of the event.